Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. The device functionality was bench tested and no anomaly was detected. The cause of the field event remains undetermined.

Manufacturer narrative:
Additional information: new information received states that the device was explanted on (B)(6) 2017.

Event description:
New information received states that the device was explanted on (B)(6) 2017.

Event description:
It was reported that the patient had expired. The clinic received patient's records via remote transmission. Upon review of the session record, it was observed that the patient experienced ventricular tachycardia (vt) rhythm that was appropriately detected as an arrhythmia by the device. The arrhythmia was not treated by the device due to the vt zone was programmed as a monitor zone. The device appropriately delivered therapy when rhythm accelerated to the vf zone, and successfully converted the rhythm. The patient's rhythm later went back into a vt and stayed untreated in the vt zone until it slowly decelerated below cutoff and "return to sinus" was classified by the device. Non-sustained rv oversensing episodes that was caused by undersensing on the discrimination channel were also observed. No further information is available at this time.